Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site attempted to use the system but were unable to power on the mobile view station (mvs) monitor. The system was rebooted twice without resolution. The line power light was on and the power button was illuminated blue, but then would go to orange after the initial boot up screen appeared. Both imaging and navigation were aborted and the c-arm was used to finish the procedure. Later in the week the site tried the system again by rebooting the mav and the issue resolved, the unit is operational. There was less than an hour delay in the procedure.